Manufacturer narrative:
Additional information was received and it was learnt that the lens haptic was noticed broken after the lens was inserted into the left eye of a male patient. Reportedly, the lens was removed and replaced with another lens, same model and diopter, during the same surgical procedure. No incision enlargement, no vitrectomy was performed, no sutures were used and no patient injury was reported. The patient was stable post-op. This event has now been determined not to be a reportable event. Device available for evaluation? Yes. Returned to manufacturer on: 08/03/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site cut in two parts. Visual inspection showed that one lens haptic was detached. The detached haptic piece was not returned. There was no issue with the other haptic. Evidence of viscoelastic ovd (ophthalmic viscosurgical device) residue was detected on the two lens parts, indicating that the device was handled and prepared for surgical use. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. No further reports will be submitted for this event. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Sex/gender: unknown, not provided. If implanted, give date: unknown if the lens was fully implanted. If explanted, give date: unknown if the lens was fully implanted and unknown if explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a broken haptic. Patient contact was reported and the lens was replaced. No further information was provided.